Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer experienced low blood glucose and visited to emergency room. Blood glucose value was of 38 mg/dl and treated with food. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported that she had critical pump error on (B)(6) 2022 and had to use intensive conventional therapy instead, which resulted in a low blood glucose. Around 2am, customer had a low of 38mg/dl. Customer treated with food and glucose tablets. Customer then called the paramedics but they did not do much as she had already eaten enough fast acting carbohydrates. Customer did not go to the emergency room. Customer had gone swimming during her vacation in tunisia and had a crack in the pump case which she did not notice. Her pump then alarmed with a critical pump error. Pump was not used during the low. Sensor was likely not used during the low.

Manufacturer narrative:
Retainer ring = black. On august 31, 2022, the customer alleged was insulin pump critical error (open book) and called for ambulance for low blood glucose. No critical insulin pump error (open book image) alarm noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with serial number label fading, end cap address label missing, pillowing keypad overlay, cracked battery tube threads, cracked case near the corner of belt clip rails and pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further analysis in the insulin pump history found insulin pump error alarm on august 30, 2022 at 14:00:01.000. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08620 inches. Insulin pump received with a high sleep current measurement and active current measurement. Insulin pump was cut open to perform visual inspection and found moisture damage on the electric board 2 and 40 pin flexible printed circuit/lcd. The force sensor offset measured within spec range during testing (21.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Swapping out test boards confirms high sleep current measurement and active current measurement is isolated to electric board 2. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. Insulin pump received with a high sleep current measurement and active current measurement and insulin pump error in the insulin pump history due to moisture damage on the electric board 2. Critical insulin pump error (open book image) alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported that she had critical pump error on (B)(6) 2022 and had to use intensive conventional therapy instead, which resulted in a low blood glucose. Around 2am, customer had a low of 38mg/dl. Customer treated with food and glucose tablets. Customer then called the paramedics but they did not do much as she had already eaten enough fast acting carbohydrates. Customer did not go to the emergency room. Customer had gone swimming during her vacation in tunisia and had a crack in the pump case which she did not notice. Her pump then alarmed with a critical pump error. Pump was not used during the low. Sensor was likely not used during the low.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.